Event description:
Reporter stated that, at 3:00 am, the device generated a cartridge/adapter alert. Patient examined the device, and found that the piston rod was retracting. Reporter stated that the patient had not pressed any buttons to initiate the retraction. Additionally, the device generated a low-cartridge warning, although the cartridge was half-full. Patient switched to their back-up device. Patient's blood glucose measured 253 mg/dl, which they treated with a bolus of insulin.